Manufacturer narrative:
One vial of test strip lot 48628715 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample: control sample lot 455 699 00. Specified target range 2.6 3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Test 1: 2.9 inr, test 2: 2.9 inr, and test 3: 2.9 inr. Results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch field d9 and h3 were updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The suspected products were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We have received a report of questionable inr results obtained on a coaguchek xs meter serial number (B)(4), compared to laboratory results utilizing the thromborel s reagent. The meter result was 5.4 inr. The laboratory result was 2.4 inr, taken within 3 hours. The patient therapeutic range was 2.0-3.0 inr.